Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that liner were replaced. Update 07sep2017 additional information received: trunion wear is present. Update 8/31/2017 and 9/7/2017 records reviewed. Removed corrosion harm from the liner product, as the reps response identified trunnion wear. An unknown depuy stem was added to the complaint. Complaint updated on: 9/29/2017. Update apr 23, 2018: pinnacle litigation records received. Litigation alleges dislocation, loss of mobility and range of motion, mental anguish, diminished enjoyment of life and chronic lymphocyte-dominated vasculitis-associated lesion (alval) occurred. Patient suffered from severe inflammation, pain, discomfort, tissue and bone loss and a revision surgery resulting in soreness of the right buttock. Added new associated contact. Updated the date of implant. The correct side of this complaint is the right hip. Doi: (B)(6) 2007; dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
After review of medical records, patient was revised to address post right hip replacement with a metal-on-metal pinnacle hip with hip dislocation and chronic alval. Revision notes stated of a large amount of synovitis on the joint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and elevated metal ions. After review of medical records no new allegation being reported. Added product details of liner and head in impacted products. Corrected patient's initial. Doi: (B)(6) 2007. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: evaluation codes (device code). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.